Event description:
No exposure. On (B)(6) 2013, customer states via phone during an unknown urology procedure on an unknown patient the fluoro failed. This facility did not know about the collimator override, so the physician finished the case with endoscopy. No patient injury.

Manufacturer narrative:
Field service engineer (fse) evaluated the system collimator. Fse replaced the collimator cpu board and verified proper operation per service checklist qssrwi4.1 and returned the unit to the customer for service.